Event description:
Report 2 of 3. It was reported while using bd vacutainer® multiple sample luer adapter, the needle pierces the side of the sleeve resulting in sample leakage. This has occurred in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3, it was reported while using bd vacutainer® multiple sample luer adapter, the needle pierces the side of the sleeve resulting in sample leakage. This has occurred in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The photos were reviewed and the indicated failure mode for sleeve side piercing/recovery was observed. Additionally, 10 retention samples per batch number (4275465, 4163205, and 5029449) were subjected to sleeve function testing and the issue of sleeve side piercing/recovery was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve side piercing/recovery based on customer photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.